Event description:
Feng, s.-w., luo, c.-b., lee, c.-h., chang, f.-c., & lin, c.-j. (2021). Flow-diverter stent to manage intracranial aneurysms: a single center experience. Journal of the chinese medical association, 85(3), 358¿363. Https://doi.org/10.1097/jcma.0000000000000619. Summary: endovascular coil embolization is an important method for managing intracranial aneurysms. However, aneurysm coiling may fail or be insufficient in geographically difficult aneurysms. A flow-diverter stent (fds) is an alternative in these difficult coiling aneurysms. Thus, this study reports the experience and outcome of fds management of intracranial aneurysms. Identified events: 1 patient had a procedure-related fatal subarachnoid hemorrhage was observed which resulted in perforation of the m2 branch of the middle cerebral artery by the tip of the fds pushwire.

Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued.